Event description:
Customer reported 12 lead can not analyze ECG. There was no reported patient incident/injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they can not analyze ECG with the 12 lead ECG trunk cable. The customer did not report any patient/user involvement.